Event description:
The account performed an axsym cea cross-over study from one reagent lot to another with nonreproducible results. The account stated 3 samples generated higher results with the new axsym cea reagent lot than expected. The account recalibrated the new axsym cea reagent with similar higher results than expected. The account uses a normal cutoff of 3.0 ng/ml. With the new reagent lot (70073q100) one of the 3 sample results would be considered elevated and with the old reagent lot (66406q100) the same sample would be considered normal. Through troubleshooting, it was suggested that the problem was with the old calibrator a, as shown by the difference in calibration a rates from the old to new reagent lot and should have been recalibrated at the time. No results have been questioned by physicians. No impact to patient management were reported. Sample 2: axsym cea old lot = 1.2 ng/ml (date not indicated). Axsym cea new lot = 2.7 ng/ml (12dec2008). Axsym cea new lot = 2.6 ng/ml (14dec2008, recalibration)

Manufacturer narrative:
(B)(4). Evaluation method - the investigation consisted of reviewing quality records in place of testing. The investigation has determined that this abbott assay is performing acceptably. The investigation team reviewed the complaint reports received to-date to determine if other customers have experienced the issue encountered at the account facility. The review of this data did not identify a trend in reports related to the customer issue. The investigation team also did not find any indication that this product is performing contrary to labeling claims. According to the observed problems section of the axsym system operations manual (version 69-4607/r9), low meia test results, in this case, the cea concentrations of patient specimens, may be due to a number of issues. The probable causes are, meia reagent pack exceeding on-board storage, bubbles in fluidics system, bulk solution 1 and/or 3 not dispensing properly, splashing in the reaction vessel, incorrect position of the sampling probe over a tube segment, malfunction of the syringes, valves, probe and tubing assemblies, malfunction of the meia optical assembly or contamination of the reagents, calibrators, controls or bulk solutions 1 and 3. In the same section of the operations manual, the account can find the actions to take to correct any of these issues. Although the axsym cea assay has demonstrated a minimum of 2 week curve stability, it is important to take note of the quality control recommendations in the reagent package insert (version 34-5099/r1) which states: the recommended control requirement for an axsym cea assay is a single sample of each of the low, medium and high cea controls tested once every 24 hours. Controls may be placed in any segment position in the sample carousel. If the quality control procedures in your laboratory require more frequent use of controls to verify test results, follow those procedures. To achieve maximum on-board reagent stability, more frequent use of controls may be required to monitor reagent performance within the same lot. Furthermore, in the indications of instability or deterioration of reagents section that follows, it states, when a cea control value is out of the specified range, it may indicate deterioration of the reagents or errors in technique. Associated test results may be invalid and require retesting. Assay recalibration may be indicated. Please refer to the axsym system operations manual, section 6, for setting up an assay calibration or when recalibration may be necessary. This is a final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.